Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca) to posterior descending artery. After an unspecified stent was deployed on the target lesion, a 15mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilatation. The balloon was initially inflated at 14 atmospheres (atm). However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).